Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Follow up with the clinic reported the cause of death was heart failure complications. The device had been turned off for palliative care on (B)(6)2010 per the family and the patient was made a do not resuscitate. The patient had last been seen in the clinic on (B)(6)2010 and he was pacemaker dependent. Death certificate later received and reported cause of death to be congestive heart failure, coronary artery disease with significant medical conditions of chronic obstructive pulmonary disease and suspected lung cancer.

Manufacturer narrative:
(B)(4) the analysis showed that the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic left hemi colectomy procedure, the jaws of the device were observed to be missing a `shear`. This was then found on the floor of the theatre. As a result of the difficulties encountered with this device, the procedure was prolonged five minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device, no device will be returning.